Event description:
It was reported that the user received an occlusion alert while using an infusion set and observed warped tubing; the issue resolved after a supply change. No clinical symptoms associated with interruption of insulin delivery consistent with an occlusion event. Outcomes included restoration of therapy after replacing the set, with no hospitalization. Troubleshooting and education provided by support. Investigation of this case revealed evidence consistent with an infusion line occlusion associated with the infusion set and tubing. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set/tubing occlusion likely related to set or tubing integrity.